Event description:
It was reported that the customer's fill estimate was inaccurate and that a low insulin alert was received. The customer's blood glucose level was greater than 300 mg/dl, but troubleshooting was declined.

Manufacturer narrative:
During follow up with tandem technical support, the customer data appeared to be correct and it was determined that the low insulin alert was generated in response to a bolus. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.